Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Chest x-ray confirmed lead fracture, stretching, and insulation was worn. Additionally, implantable cardioverter defibrillator (ICD) was also migrated. No intervention was performed. There were no patient consequences.